Event description:
The a lateral poly insert was damaged during insertion. The b lateral poly was implanted.

Manufacturer narrative:
The a lateral poly insert was damaged during insertion. The b lateral poly was implanted. Review of the device history record indicates that the device was mfg to spec.